Event description:
A dr office allegedly claimed they saw fire coming out of the side of the dental chair when the chair is activated.

Manufacturer narrative:
During the eval of the dental chair by an authorized svc tech it was observed that someone had installed an after market monitor on the chair and had routed the monitor power cable through the inside of the dental chair after the chair had been installed. The spring mechanism inside the seat area of the chair had rubbed through the outer insulation of the power cord which resulted in sparks being emitted from the chair every time the spring assembly rubbed against the monitor power cable. There was no evidence of fire during the eval of the dental chair as there as no smoke damage, soot, or fire damage inside or outside the dental chair. Upon further investigation it was discovered that an unauthorized it svc tech had installed the after market monitor.